Manufacturer narrative:
Device is a combination product. Date of event: estimated based on aware date of 19jan2020.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.00x28mm target lesion was located in a mildly tortuous and mildly calcified lesion in the right coronary artery. There was a significant bend between 45 and 90 degrees. A promus element plus stent was successfully deployed. After a post dilatation was performed, a distal edge dissection was noted. To cover the edge dissection, a 3.00 x 20mm promus element plus stent was implanted to cover the edge dissection.

Manufacturer narrative:
Device is a combination product. B3 - date of event: estimated based on aware date of (B)(6) 2020. B5 - describe event or problem corrected. D4 model number corrected from no information to 9386.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.00x28mm target lesion was located in a mildly tortuous and mildly calcified lesion in the right coronary artery. There was a significant bend between 45 and 90 degrees. A promus element plus stent was successfully deployed. After a post dilatation was performed, a distal edge dissection was noted. To cover the edge dissection, a 3.00 x 20mm promus element plus stent was implanted to cover the edge dissection. Originally no size was included for the first promus element stent but now it is reported the stent was also a 3.00x20mm.